Manufacturer narrative:
The reported condition of false air alarm was confirmed and found to be due to a damaged air sensor on pump p1. The p1 air sensor assembly was replaced and calibrated to correct the condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Event description:
A baxter service technician reported finding a flo-gard infusion pump with a false air alarm on pump one during testing. This event occurred during product evaluation. There was no patient injury or medical intervention necessary. No additional information is available.